Event description:
Dr was using the harmonic scapel inside the pt when the generator indicated malfunction. Dr removed the instrument out of the pt and staff was wiping the tip off with a sponge when the tip came off in his hand. The instrument broke outside of the pt. The rep for ethicon was notified and he came and picked up the instrument for evaluation.